Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6, h 11. A review of the complaint history for s/n (B)(6) was performed in salesforce which located no similar complaint(s) with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 19oct2023 to 20mar2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of no power to the device was confirmed by the fse and thorough testing performed by dchu. The fse confirmed in coming ac power to the station was present. The fse determined the power module assembly was the cause of the reported issue and replaced the power module assembly. Dchu performed thorough testing of the power module and measured o voltage in the output of the power supply. An internal inspection of the power supply board found a thermally damaged q2 transistor. There was no damage observed on the power distribution board.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was having no power. The customer stated that the malfunction occurred when user tried to issue medication to the patient, caused a few minutes delay in patient care. However, there was no patient harm reported as they managed to dispense the medications from another station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system, the device was having no power.the customer stated that the malfunction occurred when user trying to issue medication to the patient, caused a few minutes delay in patient care. However, there was no patient harm reported as they managed to dispense the medications from another station.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was having no power. A field service engineer replaced the power supply to resolve the issue. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation. The system functioned as intended after the field service engineer troubleshooted the device.